Event description:
Caller reported blood glucose results of hi, which on the aviva system caller indicates a result in excess of 600 mg/dl, and 136 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 18 mg/dl back to back with a result of 72 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she ate lunch as normal because she felt fine. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.